Event description:
It was reported that during surgery an evos wrist ti 4h std l volar distal radius plate (71158104) was used with a 16mm locking screw (74412416), but the screw fell through the plate. Then, an evos wrist ti 3h std l volar distal radius (plate 71158103) with a new 16mm screw (74412416) was tried and it had the same issue. The surgery was completed using an old-style volar distal radius set. Additionally, 11mm cortex screw (74402411) was found to have the same failure as well. For this event, there was a delay greater than 30 min and the patient was not injured.